Event description:
It was reported that the customer had an issue with the sensor. Customer was on dexcom and stated that the results were not great. Customer had a huge drop in his blood glucose level last night. Customer's blood glucose level went from 170 mg/dl to below 40 mg/dl. The blood glucose level went back up. Customer did not wake up to know if he was low or not. Customer does not want to troubleshoot for the issues at this time. Customer was advised that he is using the sensor off label. Customer stated that it can take up to 19 minutes to accept the calibration. Customer was advised to call the helpline for assistance with uploading to carelink. Customer cannot find the contour next link and is not sure if he still has it. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).